Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and the pump shutting off. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.